Event description:
The customer reported the ventilator did not operate on battery power. The customer reported there was no patient involvement. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse replaced the backup battery to address the reported problem.